Event description:
The report indicated that the customer's bg levels elevated within the first day of activating a new pod. She experienced consistently high bgs (264-308 mg/dl) over a four hour period. The cannula was reportedly kinked and contained blood, though no pod alarm was initiated. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.